Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred while attempting rinseback during two routine hemodialysis treatments. Rinseback was not performed due to clotting resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss events are attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. The exact cause of the alarms cannot be determined. Air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making pt connections for rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and making pt connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.